Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient contact discovered fluid inside the cassette module near the bottom of the cycler door. The patient contact stated the supply bag was not securely connected. The patient reported receiving m31 air detected in cassette warning messages during drain 1 of 5 of treatment and prior to the fluid leak. It is unknown at which point in therapy the leak may have begun. The back of the cassette was intact. The patient was advised to let the cycler dry and not use the cycler the following treatment. Upon follow-up, the peritoneal dialysis registered nurse (pdrn) confirmed a fluid leak occurred in the cassette area of the cycler. Per pdrn the fluid did come in contact with the cycler and was observed in the pump module area and external of the cassette. The pdrn confirmed no fluid leak occurred from the connection as a result of the reported insecure connection. It was reported that an alternate treatment option was available. The pdrn stated the patient was trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed and was able to complete peritoneal dialysis treatment using manuals on the night of the reported event. Per pdrn the fluid leak was observed after treatment was completed. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient is continuing peritoneal dialysis therapy with no further issues. The liberty cycler set used by the patient was available to return for physical evaluation by the manufacturer.

Event description:
It was reported that a peritoneal dialysis (pd) patient contact discovered fluid inside the cassette module near the bottom of the cycler door. The patient contact stated the supply bag was not securely connected. The patient reported receiving m31 air detected in cassette warning messages during drain 1 of 5 of treatment and prior to the fluid leak. It is unknown at which point in therapy the leak may have begun. The back of the cassette was intact. The patient was advised to let the cycler dry and not use the cycler the following treatment. Upon follow-up, the peritoneal dialysis registered nurse (pdrn) confirmed a fluid leak occurred in the cassette area of the cycler. Per pdrn the fluid did come in contact with the cycler and was observed in the pump module area and external of the cassette. The pdrn confirmed no fluid leak occurred from the connection as a result of the reported insecure connection. It was reported that an alternate treatment option was available. The pdrn stated the patient was trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed and was able to complete peritoneal dialysis treatment using manuals on the night of the reported event. Per pdrn the fluid leak was observed after treatment was completed. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient is continuing peritoneal dialysis therapy with no further issues. The liberty cycler set used by the patient was available to return for physical evaluation by the manufacturer.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.